Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. Visual inspection revealed that the battery compartment is cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was evidence of corrosion observed in the battery compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. There was no damage found to the power circuit. The complaint could not be confirmed or duplicated during testing.

Event description:
It was reported the pump was hot to the touch after the patient went swimming. The patient noted a black corrosion liquid on the battery; there was no damage to the battery cap or compartment. There was no adverse event associated with this issue.